Event description:
It was reported that the atrial lead exhibited high pacing lead impedance and variable in sensing. Noise was observed with provocative arm movements. Programming changes were made, as patient has persistent atrial fibrillation and will be reviewed in 6 months. The patient was stable.